Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the collimator filter had stuck. The representative dislodged the collimator from being stuck. The site elected for the representative to not replace the component to see if the issue would replicate with time. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator error upon starting the imaging system. Restarting the system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.